Event description:
It was reported that caller observed small pea-sized air bubbles or gaps in Tandem Mobi cartridge during pumping, although no large air bubbles were present after priming with fill tubing feature. There was no adverse impact to the customer¿s blood glucose level. Caller confirmed use of room temperature insulin, completed air removal steps using fill rod, and, after resolution of large air bubbles and confirmation that issue was no longer present, resumed insulin therapy and acknowledged understanding of guidance provided.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.